Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had complications of edema, inflammation and swelling, and a fluid discharge. There were no additional adverse patient effects reported. This ra lead was explanted.